Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Upon examining the logs, it was discovered that the misplacement of the screw was attributed to its location in a high skive area, causing it to deviate from trajectory. Since the user opted to use freehand placement of the implants, excelsiusgps would not be able to detect excessive deflection forces in the case files. Additionally, only one implant was misplaced, which can be symptomatic of skiving. Skiving can lead to the misplacement of screws. The implant was removed and replaced with no reported adverse effect to the patient. This equates to an overall anticipated risk level of low. The misplaced implants requiring an immediate hazard correction. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.